Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the yaw pulley thermal damage at the weld to be related to the customer reported complaint. The instrument was found to have thermal damage at the weld of the yaw pulley. The instrument was placed and driven on an in-house system. The energy delivery test was performed and a spark was coming out at the weld of the yaw pulley. The root cause of this failure is attributed to device design. There were additional observations not reported by the site and related to the primary failure. The instrument was found to have thermal damage to the conductor cap. The root cause of this failure is attributed to mishandling/misuse. The instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument passed the electrical continuity test. The root cause of this failure is attributed to a component failure. There were additional observations not reported by the site and not related to the customer reported complaint. The instrument was found to have a dislodged ceramic sleeve. No missing material was found. The root cause of the ¿dislodged instrument ceramic sleeve¿ is attributed to manufacturing. The instrument was found to have a dislodged flush tube. The root cause of the ¿dislodged instrument flush tube is typically attributed to mishandling/misuse. The instrument was found to have thermal damage to the distal clevis. The root cause of this failure is attributed to mishandling/misuse. The instrument was found to have discoloration and wrong orientation of the hook tip. The hook tip was observed to be able to be rotated. The instrument was transferred to the advanced failure analysis (afa) team for further review. A review of the instrument log showed the permanent cautery hook instrument (part# 470183-14 / lot# n10200921-0168) was last used on (B)(6) 2022 during a procedure with system (B)(4). The permanent cautery hook instrument had 3 uses remaining. In addition, a review of the procedure log confirmed the surgical procedure was performed on this event date. Images of the permanent cautery hook instrument related to this event were received. A review of one of the submitted images was performed by an isi failure analysis engineer (fae). The following additional information was provided: there appears to be some thermal damage on the distal clevis. Root cause of the failure mode cannot be confirmed without the returned device. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted pulmonary lobectomy surgical procedure, there was smoke at the permanent cautery hook instrument tip. The instrument was found to have a broken/damaged conductor wire. Additionally, there was evidence of thermal damage at the weld of the yaw pulley, conductor cap and distal clevis. The thermal damage findings are evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer discovered that there was smoke at the tip of the permanent cautery hook instrument. The customer replaced the permanent cautery hook instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The permanent cautery hook instrument has been evaluated by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The initial findings were confirmed. The instrument was observed to have discoloration on the hook tip. The hook tip was cleaned with an alcohol swab, and the discoloration was able to be almost completely removed. This indicates that the discoloration was most likely residual protein/soil that was not removed during cleaning. The root cause of this failure is attributed to mishandling/misuse. It was also confirmed that the instrument hook tip was in the wrong orientation. The hook tip was easily rotated around. The observed thermal damage likely resulted in the instrument hook tip being loose and able to be rotated.